Event description:
It was reported that after three pillar devices were implanted, there was no improvement to the patient¿s snoring problem. The patient reported that his snoring problem worsened and is completely dissatisfied with his pillar implant experience. After the first three implants, the patient¿s physician implanted two additional pillar devices for a total of five pillar implants. The patient reported that one of the implants was not properly inserted and not fully imbedded. The result was food was catching on the insert following by serious coughing. The physician attempted to cut off the protruding portion of the device, but was unsuccessful. The extruded device was eventually removed by the physician. Four pillar implants remain in the patient. The patient stated, ¿I can't call the experience "painful" but it was very uncomfortable, as I could feel the insert with every swallow.¿ no patient injury was reported as a result of this event.

Manufacturer narrative:
(B)(4) - extrusion. The device has not been returned. Therefore, an analysis cannot be performed. Method: actual device not evaluated. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.